Manufacturer narrative:
The reported issue was resolved by phone support. A technical service engineer (tse) explained to the customer that the reported event was probably caused by an operating error. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon noted that the universal surgical manipulator (usm) 1 and usm 3 could not be operated after the endoscope was switched from usm2 to the usm3. The customer was able to resolve the reported event by transferring control of the surgeon side console (ssc). However, the customer noted that the same issue occurred on the new ssc, and there was a system message prompting to swap. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse reviewed the system logs and did not find any related errors. The tse explained to the customer that the reported event was probably caused by an operating error. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the surgical procedure was started and ended as a dual console. The surgical procedure was able to be completed with all four arms. The system functionality was able to be checked upon powering on the system, and the system initially powered on without errors. The customer attempt to switch back the control of the surgeon side console by the take/give function which failed the reported event was resolved with no special action. The procedure was completed robotically.